Event description:
Customer's father reported via phone call that the insulin pump alarmed button error while the customer was fishing. It was stated that the device might have gotten wet and the display went blank. Blood glucose value was 89 mg/dl. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. No blank display was noted during testing. No damage was found on the liquid crystal display isolation tape. No moisture damage was found on the electronics, motor, battery tube, or vibrator assembly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.